Event description:
It was reported that the patient's vns was turned off in (B)(6) 2011 because patient was feeling shocking sensation, burning, and pain. It is unknown if the pain was with stimulation and it is unknown exactly where the patient was feeling these sensations. Per clinic notes from (B)(6) 2011, the patient was still having pain even when the device was turned off. The patient requested to have the vns removed. No surgery has been planned to date. The patient is discussing with her neurologist because the patient did see some improvement in seizures and headaches from vns. Attempts for further information have been unsuccessful to date.